Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 28 mg/dl. The customer spoke with her health care professional, and was given new basal rate settings. Assisted the customer in programming the new settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.